Manufacturer narrative:
No investigation is completed because the equipment is not available

Manufacturer narrative:
Additional reporter: (B)(6). Service technician. Email: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a plum a+3 where the reporter stated, "the incident occurred in the pediatric intensive care unit (picu) involving a hospira plum a+3 infusion pump that was in use. The power cord plugs suddenly emitted heavy sparks, followed by black smoke. Following this incident, an electrical safety test was performed on the infusion pump, and it successfully passed, indicating that the pump itself is in good working condition. The power socket used with the pump was also inspected and found to be normal, with no signs of abnormality. However, upon examining the power supply, it was discovered that one of the fuses was damaged and non-functional. In addition, it was found that power supply channel 3 ch3 was not working due to exposure to voltage without the fuse. There was no patient involvement.